Manufacturer narrative:
The technician found the siderail bracket was bent, preventing the siderail from latching. He straightened the bracket to repair the bed.

Event description:
Info received indicates the siderail cannot be raised into the latched position.